Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no reported impact to the customer's blood glucose level. Further information regarding the customer or event was not provided.